Manufacturer narrative:
Device eval by MFR: the device was returned and analysis completed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 48mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon burst. The target lesion was 70% stenosed and severely calcified. A sterling balloon was selected for use. At nominal pressure, the balloon ruptured. Another sterling balloon was used to complete the procedure. There were no patient complications as a result of the event.

Event description:
It was reported that the balloon burst. The target lesion was 70% stenosed and severely calcified. A sterling balloon was selected for use. At nominal pressure, the balloon ruptured. Another sterling balloon was used to complete the procedure. There were no patient complications as a result of the event.